Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 2 months. Unfortunately, the cause of death was not provided. According to the operative report, the patient had increasing shortness of breath and dyspnea on exertion . He was discovered to have tight aortic stenosis. At the time of surgery, the aortic valve was heavily calcified, trileaflet. There was heaped up calcium on the sino-tubular junction, as well. There were also separate patches of calcium on the ascending aorta. The patient had an aortic valve replacement (avr) performed with the edwards valve. The patient tolerated the procedure well and returned to the cv ICU in critical condition. No other details were provided.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis. Through follow-up with the health-care provider, the operative report of the surgery was provided. According to the health-care provider, the patient had not been seen post-operatively for follow-up care; they were not aware of the patient's death and could not provide any additional information regarding the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.